Event description:
A device report from synthes (B)(4) reported and event from (B)(6): patient suffered from an accident on (B)(6) 2012 and was implanted on both femurs with a locking compression plate (lcp) with nine holes on the right side with locking stardrive, and a lcp with 13 holes on the left side with locking screw stardrive. Reintervention on (B)(6) 2012 was required after post-operation x-rays revealed there was intra articulary fragment, on the right side, which needed reduction. During this procedure, the plate and all but one distal screws where removed. The one screw was deemed impossible to remove as the screw head was damaged when the srewdriver broke in the drive while attempting to remove the screw. During the same procedure, the lcp plate and distal screw where eventually removed by using two periosteal elevators, where the assistant used a lever arm to exteriorize the distal screw. He then used wire cutting pliers to cut the screw and remove the plate and the screw all together. Patient was revised with a different plate. This 1 of 1 reports.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.